Event description:
It was reported that an ilet device battery depleted during a nap, after which the user noted high blood glucose readings of 305 mg/dl decreasing to 299 mg/dl. The user changed infusion supplies, charged the pump, and resumed insulin delivery. Symptoms included hyperglycemia without additional reported complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with not reverting to alternative therapy once ilet stops dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.